Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with their insulin pump. The customer states they received low battery alert and failed battery test alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was unable to be completed due to not having new batteries to replace. The customer would be calling back at a later time to complete testing.